Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise that was being oversensed. Troubleshooting was performed and there was a wandering baseline in secondary and in alternate the noise could be reproduced. When testing in primary there was no issues. It was suspected that the noise was due to air bubbles. At this time, the system remains in service. No additional adverse patient effects were reported.